Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a couple of weeks ago there was a fluid leak associated with pd treatment. There was a "tear" in the cassette. The patient no longer had the cassette or supplies from that night. The patient discovered the tear after removing the cassette after a treatment. There was no alarm or message that night. The patient explained not reporting it because the cycler worked fine the next days. In a conversation with tech services two weeks after the fluid leak, the patient did not report any harm associated with the prior fluid leak. Additional information was requested but none was received. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a couple of weeks ago there was a fluid leak associated with pd treatment. There was a "tear" in the cassette. The patient no longer had the cassette or supplies from that night. The patient discovered the tear after removing the cassette after a treatment. There was no alarm or message that night. The patient explained not reporting it because the cycler worked fine the next days. In a conversation with tech services two weeks after the fluid leak, the patient did not report any harm associated with the prior fluid leak. Additional information was requested but none was received. The cycler set is not available to return.